Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 02:15:31. During night drain cycle three, the patient's ultrafiltration reading was 1450ml, indicating the home patient drained 1450ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device which were performed with no issues noted. A visual inspection was performed with no issues noted. A service history review revealed prior testing specifications were not met and were unrelated to this complaint. A review of process operations management test results revealed the device successfully passed the homechoice final test and calibration prior to its release to the customer. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intra-peritoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.